Event description:
It was reported that the patient underwent a revision of their lead. During the procedure, the lead and extension could not be taken out of the battery. The lead and extension seemed to be "stuck" in the battery. The patient had to be re-operated. There was no injury to the patient. The implant date was reported as (B)(6) 2009, however, this was before the manufactured date.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: extension model 37082 serial # (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012; lead model unk serial/lot # unk implanted: unk explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found. Final device analysis for the extension revealed that the proximal end connector was not completely seated in the ins connector port. The proximal end connector was crushed.